Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation procedure with a lasso nav eco catheter and a visualization and mapping issue occurred. A fast anatomical mapping map was created on a different place than expected. There were no error messages seen. After replacement of the appropriate catheter cable the problem with this catheter was not solved. This catheter was replaced with another one of the same type which resolved the issue. The procedure ended successfully and there were no consequences to the patient. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. This event is indicative of a reportable event because there is a potential risk to the patient.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on 07/27/2015. The analysis has begun but is not completed at this time.when the investigational analysis has been completed, a supplemental 3500a report will be submitted.(B)(4)

Manufacturer narrative:
(B)(4). It was reported that a patient underwent an atrial fibrillation procedure with a lasso nav eco catheter and visualization and mapping issue occurred. The returned device was visually inspected upon receipt and it was found in normal conditions. The catheter was evaluated for eeprom, carto 3 and biosensor functionality. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. Eeprom data demonstrates the catheter was properly calibrated during manufacturing. The catheter was also tested for electrical performance and it passed specifications. The device history record was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint cannot be confirmed.